Event description:
Medical physicist reported, that the new directory watcher behavior in isoloc 6.5 is different from the version he had before and mistreated one patient without injury due to selecting the wrong images in the portal image marker window. The shifts were incorrect by approximately 1 cm and the medical physicist believes one fraction (of approximately 38) was misadministered, approximately 180 cgy.

Manufacturer narrative:
This instance of mistreatment resulted from user failure to manually verify the correct identity of the portal images upon using directory watcher and portal image marker window; incorrect portal images were thus used. No patient injury occurred.